Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016 product type lead product ID: 977a160, serial# (B)(4), implanted: (B)(6) explanted: product type lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4); product ID: 977a160, serial/lot #:(B)(4), ubd: 11-apr-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their "units quit working". When pss inquired if it was the external equipment or the stimulation, pt said they did not know. Pt then further explained that when they had their ins/leads examined a couple of years ago by their implanting hcp and they said the right lead was no longer connected. Pt said they were getting by without it since they were not having any back pain but "one day" they were sitting in their walker, went to pick something up off of the floor and slipped out of their walker. Pt said they landed on their right knee and since then had been in a lot of pain. Pt said their surgeon did a CT and now wanted to do an MRI. Pss could not walk pt through MRI mode since pt did not have their equipment.